Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu _unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Lefebvre j, buffet-bataillon s, henaux pl, riffaud l, morandi x, haegelen c. Staphylococcus aureus screening and decolonization reduces the risk of surgical site infections in patients undergoing deep brain stimulation surgery. Journal of hospital infection (2016) doi: 10.1016/j.jhin.2016.11.019 summary: in a controlled before-and-after study in a single centre, it was aimed to determine whether identification of staphylococcus aureus nasal carriers followed by nasal mupirocin ointment and chlorhexidine soap reduced surgical site infections (ssis) among 182 patients undergoing deep brain stimulation. In all, 119 patients were included in the control group and 63 in the screening group. There was a significant ssi decrease from 10.9% to 1.6% between the two groups. There were eight ssis involving s. Aureus in the control group, none in the screening group. No specific risk factors for ssi were identified. Reported events: one patient with deep brain stimulation (dbs) experienced a grade ii surgical site infection at the implantable neurostimulator (ins) 33 days after implant. Cultures found enterobacter aerogenes. It was noted that prior to the implant surgery, the patient had been screened for staphylococcus aureus and underwent a specific preoperative protocol to prevent s. Aureus infection. The ins was removed as a result of the infection, but later re-implanted. There was no recurrence of the infection. Thirteen patients with deep brain stimulation (dbs) experienced surgical site infections a mean of 49.3 days after implant. The infections were due to: staphyloccocus aureus in eight patients; escherichia coli in one patient, micrococcus sp in one patient; propionibacterium acnes in one patient; no bacteria identified in two patients. The sites of infection were as follows: implantable neurostimulator (ins) only in one patient; wire extension only in one patient; electrode only in one patient; ins and wire extension in three patients; wire extension and electrode in two patients; and diffuse in five patients. Eleven of these patients¿ infections were considered grade ii and grade iii; these patients had the infected devices explanted. Six patients were later re-implanted. The patients who did not undergo re-implantation were offered, but declined, the procedure. The remaining two patients had grade I infections and were treated with antibiotics only. None of these patients experienced a recurrence of infection. There was no specific device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.